Manufacturer narrative:
Statements from the instructions for use include: "clipping hardened or severely fibrotic lesions to achieve hemostasis may be more difficult. Pull target tissue into the "tissue chamber" using clinically efficacious tissue manipulation techniques. This can be accomplished by using: varying degrees of endoscopic suction (adjusted by suction button depth of depression on endoscope). A grasping device to grab a hold of and pull tissue. Rotating and adjusting the distal tip of the scope to potentiate ease of tissue manipulation. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body. Maintain visualization of the clip and desired deployment area at all times. The deployed clip should be seen directly in the endoscopic field of view. Inspect the clip placement endoscopically." The device subject of this complaint has not been returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot steris endoscopy has provided in-service training on tissue recruitment and deployment of the padlock clip to the user facility. No further issues have been reported.

Event description:
The user facility reported that during a procedure to close a fistula, a padlock clip defect closure device did not adhere to the tissue. The unadhered clip was retrieved and the procedure was completed successfully with a second padlock clip device. There was no reported harm to the patient or user.